Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shock impedance measurement of less than 20 ohms. Previous to this one low measurements, the impedances have been stable. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.